Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 3-1033-149 on their 8100. After verifying there was no damage to the iui's, I informed the customer to re-flash the pcu software. If problem persists, replace the logic board. Recommended customer send in for repair. Customer will move forward with my recommendation. Transferred to com to complete transaction.